Manufacturer narrative:
B3 date of event and d6b date of implant were estimated based on the event occurring in july 2024.

Event description:
It was reported via medwatch (B)(4) that balloon detachment occurred. The 5.00 x 24mm synergy megatron drug eluting stent was selected for use. During deployment of the stent, the balloon ruptured and sheared off the catheter and remained in the patient. The balloon was retrieved percutaneously. There were no patient complications reported.